Event description:
Boston scientific received information that this device and right ventricular (rv) lead displayed two daily measurements of increased pacing impedance measurements greater than 2,000 ohms. The out of range measurement was unable to be reproduced. The patient was to be monitored via the home monitoring system. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating an invasive procedure was performed. The lead was surgically abandoned and replaced, this device remains in service without further complication. No additional adverse patient effects were reported.